Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a hair was noted to be caught in the packaging seal of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. The hair was visible both inside and externally to the sterile seal. The device did not make patient contact, was not used, and was set aside. Another device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, instructions for use, as well as visual inspection of the returned device, were conducted during the investigation. Cook received a prior to use triple lumen catheter set from the customer for evaluation. Cook was unable to locate the hair. It is possible that the hair was lost during transport. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number for the same failure at the same facility. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿do not use the product if there is doubt as to whether the product is sterile.¿ evidence gathered upon review of dmr, product labeling and DHR, does not indicate that additional devices were manufactured out of specification. There is no evidence of additional non-conforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause of this event is a quality control deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. E1- customer (person): postal code: (B)(6). E3- occupation: clinical products advisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair was noted to be caught in the packaging seal of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. The hair was visible both inside and externally to the sterile seal. The device did not make patient contact, was not used, and was set aside. Another device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.